Manufacturer narrative:
An event of endocarditis with embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that " the event has been resolved and the patient has fully recovered."

Event description:
On (B)(6) 2017, a 21mm trifecta gt valve was implanted. On (B)(6) 2018, the patient presented with endocarditis with embolism that required prolonged course of intravenous treatment with antibiotics. The event has been resolved and the patient has fully recovered. (Clinical study patient ID: (B)(6)).